Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Multiple infusion set site changes were performed and additional occlusion alarms occurred. A system check was performed and the occlusion was found to be within the cartridge and an air bubble was observed within the cartridge tubing. A supply change was performed to address the occlusion. Additionally, after performing the supply change, it was reported an air bubble was observed within the infusion set tubing. The customer successfully primed the infusion set tubing until the air bubble was removed and insulin deliveries were resumed. Blood glucose level was 220mg/dl.